Manufacturer narrative:
This report is submitted on august 14, 2020.

Event description:
Per the clinic, the patient developed a subcutaneous seroma at the implant site, and was treated with oral steroids for a duration of 7 days, and a combined antibiotic/steroid topical ointment.